Event description:
Certified surgical first assistant was suturing the wound. The needle was being grasped with a needle driver. The certified surgical first assistant heard a pop. The needle was inspected and found to be missing the very distal tip. X-ray was completed to confirm that the distal tip was not retained. Once it was confirmed that the distal tip was not retained the wound was closed. The patient was taken to recovery in stable condition.